Event description:
Reportedly, during patient use, an fio2 (fraction of inspired oxygen) sensor alarm occurred. There was no medical intervention or adverse patient effects reported. The patient continued to be ventilated by the ventilator.

Manufacturer narrative:
(B)(4).